Event description:
Report received of a non-delivery of 3% saline. The patient was receiving 3% saline for an unspecified low sodium level. The 300 ml bag was hung at 10:00 pm and the pump was programmed to infuse in the ml/hour mode at 15 ml/hour. At 8:00 am the following morning, the pump display indicated that 202 ml had been infused; however, the IV bag was still full. There was no pump alarm. The tubing was reportedly loaded into the device correctly. It was not known if drops were noted in the drip chamber at the initiation of therapy. The solution was removed from the IV pump and was infused via gravity with the use of a dial-a flow device. There was no reported adverse effect to the patient. No medical interventions were required. Though requested, there was no additional information available.